Manufacturer narrative:
Literature article: lucas jacobs, saleh kaysi, maria mesquita, christelle fosso, andrew carlin, isabelle brayer, max dratwa, "peritoneal dialysis initiation to treat end stage kidney disease during pregnancy. A report of 2 cases". Journal officiel du registre de dialyse péritonéale de langue française, vol 4, no 1 (mar2021) : pp 45-52. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by pelvic discomfort and cloudy fluid. The cause of the event was not reported. The patient was hospitalized for the event and was treated with ceftazidim (1g, intraperitoneal and frequency was not reported) and cefazolin (1g, intraperitoneal and frequency was not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.